Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: trauma to the vessel wall (including rupture or dissection). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: the patient underwent an endovascular treatment of an occlusion from an abdominal aorta to both common iliac arteries, almost becoming a leriche syndrome, using gore® viabahn® vbx balloon expandable endoprostheses. Bxal087902j was implanted in both common iliac artery and two bxa115901j were implanted in the abdominal aorta as a kissing stent. Upon a kissing balloon technique was performed to both bxa115901j using a non-gore balloon catheter, a blood pressure decreased. An angiography revealed a minor blood leakage from the right side of the aorta. Two bxa113901j was implanted proximally, but the leakage was not stopped. Then, a coil embolization and nbca injection were performed and the blood pressure became stable. The procedure was concluded and the patient tolerated the procedure. The physician stated that the patient condition is stable.